Event description:
The customer received a blood glucose reading of 183mg/dl on the contour next link, was retested on the doctor's meter and the reading was 67. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.